Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, inside vial. Visual inspection found one of the haptics torn. Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A damaged 12.6mm, tmicl12.6, -14.0/1.5/072 (sphere/cylinder/axis), implantable collamer lens was retuned to us. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.